Event description:
Pt's pen needles would not securely attach to the insulin pen resulting in insulin loss from the base of the pen needle. On (B)(6) 2014 the pt returned to me the box of pen needles and they do not securely attach to the pen. Used from (B)(6) 2014 to (B)(6) 2014 for administration of insulin. Event abated after use stopped.